Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 required maintenance. The field service engineer cleaned electronics drawer around back of communication sled and power supply reseated bus cables to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 5 required maintenance. The customer stated that this malfunction caused a delay to the patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.